Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: the journal article states that two patients dislocated postoperative and were treated conservatively. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea: impingement with stem, dislocation, wear, migration of cup due to restricted rom due to constrained design of brunswick cup => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Migration of cup due to rim loading, increased wear, dislocation, fracture of implant due to mal-positioned components leading to impingement between cup or cup/shell construct and stem neck => possible: no x-rays were provided for review. The exact cup positioning and surgical procedure are unknown. Therefore it can not be excluded, that the components were mal-positioned. Migration and / or loosening of cup, dislocation of head due to surgeon unfamiliar with implantation technique of implant. => possible: as it is unknown if surgeon is familiar with the surgical technique and if the surgeon applied the prescribed the corresponding surgical technique at all. Conclusion summary: neither x-rays nor operative notes were received. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a mueller cup hip (catalogue number unknown) on an unknown side (exact date not reported). Currently, the patient is being monitored due to dislocation.